Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
(B)(6) jazz low walker with a broken frame looks like a bad weld. Also, the brake levers on this walker are not locking.